Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the many bubbles occurred during the initial stage of phacoemulsification and decreased the visualization. The bubbles were removed and procedure completed with no patient harm. No additional information is expected and no sample returning.

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause of the customer's complaint could not be established; a sample was not returned for this event. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).